Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer reported that the medium-large clip applier (mlca) failed to apply the clip. After clipping a blood vessel, the clip was caught on one side of the mlca and could not be released. The clip was removed from the mlca by using another instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue identified. There was no issue with the mlca motion. The clip was not successfully applied because it was caught on the mlca. The blood vessel was not damaged due to the issue and there was no patient injury. No fragment fell inside the patient¿s anatomy. The procedure delay time was not known. The procedure was completed robotically with a backup instrument.

Manufacturer narrative:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the medium-large clip applier (mlca) failed to apply the clip. Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the mcla instrument to perform failure analysis. The mlca instrument was analyzed and found to have a clip test failure due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The root cause of this failure was attributed to mishandling or misuse. Common causes of loss of functionality to apply a clip was attributed to either a damaged grip cable or misaligned grips. Additional finding, which was not reported by site and related to the primary finding, was that the clip applier instrument was found with both grips bent. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode this failure was typically attributed to mishandling or misuse, such as excess force applied to the instrument jaws. Bent grip tips are also attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# k10220117- 0045) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system (B)(4). There were 69 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Images associated with this reported event were submitted for review: from the images, no visible damage was observed. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This complaint is a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.